Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited an error message. Defibrillation therapies had been disabled. Programming changes were made and the device was successfully restored back to normal operation. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.